Event description:
It was reported that the right ventricular (rv) lead was dislodged. Moreover, at the start of the procedure it was noted that the lead was not capturing. Furthermore, a system extraction was done. No additional adverse patient effects were reported.